Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported patient underwent a left total knee arthroplasty on (B)(6) 2013 implanting an orthopedic salvage system. Subsequently, the patient was scheduled to undergo a revision procedure on (B)(6) 2015 to replace the femoral components with custom products due to a nickel allergy. During the procedure, surgeon discovered the tibial component was loose due to infection. Surgeon decided not to implant the custom products and implanted cement spacer molds instead. Patient was reimplanted on (B)(6) 2015 with custom products.

Event description:
It was reported that patient underwent an orthopedic salvage left knee arthroplasty on (B)(6) 2013. Subsequently, a revision procedure was performed on (B)(6) 2015 to replace the femoral components with custom products due to unknown reasons. During the revision procedure, the tibial component was found to be loose secondary to infection. All components were removed and replaced with cement spacer molds.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported patient underwent a left total knee arthroplasty on (B)(6) 2013 implanting an orthopedic salvage system. Subsequently, the patient was scheduled to undergo a revision procedure on (B)(6) 2015 to replace the femoral components with custom products due to a nickel allergy. During the procedure, surgeon discovered the tibial component was loose due to infection. Surgeon decided not to implant the custom products and implanted cement spacer molds instead. No reimplantation procedure has been reported to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "early or late postoperative infection and allergic reaction." This report is number 1 of 4 MDR's filed for the same event (reference 1825034-2015-01731 /-01732 /-01733 /-01734).